Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported problem 'pump stopped during delivery' was confirmed during the event history log (ehl) review as an "air-in-line!" Alarm but not reproduced during evaluation. Evaluation performed flow accuracy testing at 226ml/hr and 125ml/hr for one hour each. The results were 0.708% and -2.076%. During this testing no alarms or interruptions occurred. Evaluation determined no correction is required for the reported problem.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had stopped during delivery of epinephrine with the rate of 226ml/hr then issued an unknown system error . The problem occurred during delivery in the intensive care unit. There was no known patient injury or medical intervention associated with this event. No additional information is available.